Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a ventricular high rate. The physician interrogated the device and stored electrograms were missing. Reprogramming of electrogram storage is planned. The device remains in use. No patient complications have been reported as a result of this event.